Event description:
It was reported a patient had a ground level fall, fracturing the left humerus and underwent an orif (open reduction and internal fixation) approximately 2 weeks later. Subsequently, immediate post-operative through 3-month imaging displays posterior oblique screw loosening. No intervention has been performed and all implants remain implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: it was not reported to us which of the implanted screws was backed out of the humerus at the time of this report. Information for all blunt tip screws has therefore been provided: item: 47-2486-044-40 - blunt tip screw, 4 x 44 mm - lot: 3259906 , item: 47-2486-042-40 - blunt tip screw, 4 x 42 mm - lot: 3262485 - qty x2, item: 47-2486-044-40 - blunt tip screw, 4 x 44 mm - lot: 3257072 , item: 47-2486-048-40 - blunt tip screw, 4 x 48 mm - lot: 3257075 . D10: concomitant medical products: item: 47-2486-130-40 - cortical bone screw, 4 x 30 mm - lot: 3235981 , item: 47-2486-128-40 - cortical bone screw, 4 x 28 mm - lot: 3255040 , item: 47-2488-010-00 - proximal humerus nail cap, 0 mm - lot: 3263346 . G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.